Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The health care provider via a company representative reported the patient was admitted to the hospital for uncontrolled post-op pain on (B)(6). There were no issues with the stimulator, stated that the pain was due to 4 level laminectomy that was done to insert the paddle lead. The patient had surgery on (B)(6), a paddle lead was inserted into cervical region. The patient was trying to manage pain at home but went to emergency room (ER) when she could no longer tolerate the pain at the laminectomy (4 level) site. The representative met with the patient, set up a program for stimulation in her shoulders at a comfortable level for the patient. She was happy with this when the representative left. The patient was given some muscle relaxants, as well as a pain drip. The patient was hoping to be discharge on (B)(6). It was not the actual product that she had any issue with. If additional information is received, a follow up report will be sent.